Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included full functional testing and daily/weekly/monthly self-testing without duplicating the customer's report. An internal inspection found no discrepancies. The customer's battery and pads were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.